Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said they had their second device replaced because it died; this information conflicts with what was previously reported. The patient does not know the return status of the device and if it will be returned to the manufacturing company for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) it was reported that the patient's implant was replaced due to a fall while snowboarding. Patient reported that fractured the leads, and the implant wasn't really working for her. No further symptoms or complications reported **omitted information regarding patient's previous and new implant could be found in pes (B)(4)**